Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the logs show a sureform 60 stapler instrument (part#: 480460-09, lot#: l83230913-0176) was installed on the system 7 times and fired 7 reloads (1 blue, followed by 6 white). On install 1, the system failed to detect the stapler reload color and the user manually selected the blue reload on the surgeon side console (ssc) touchpad. On installs 1 and 7, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 2-4, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 5, the first two clamps were successful, and the firing was completed with 2 pauses for compression. On install 6, the first clamp was incomplete. The next clamp was aborted by the user. The third clamp was successful, and the firing was completed with 3-4 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staple line where a white sureform 60 reload was fired with a sureform 60 stapler instrument leaked postoperatively. The white sureform 60 reload was the last firing sequence. A postoperative swallow study was conducted and found to be normal. It is unknown what intervention was required to address the injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.